Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and a b30 scope communication error was displayed. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 and no display was fluid invasion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.